Event description:
As reported by patient's family member: patient with a history of diabetes and high cholesterol was initially admitted with an anterior wall mi (awmi). Patient had undergone cataract surgery one day prior, and had stopped taking their plavix four days before the surgery; patient restarted plavix the next day. Patient was then admitted with chest pain, and the proximal lad was found to have 80% preprocedure stenosis. A 2.5x13mm cypher stent was deployed to the proximal lad at 17atm. It was noted that the rca had an 80% lesion distally that would require redress at a later date. Patient was discharged two days later. Patient returned the next day with an awmi and was found to have diffuse disease with a critical lesion in the proximal lad (ostial). The lad cypher was patent, however, the patient eventually underwent CABG. Postprocedure, patient experienced multi-system failure, and subsequently died following dnr orders from the family.